Event description:
During the initial implant, there was intermittent sensing noted on the device. The device was not implanted but replaced instead to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of intermittent sensing was not confirmed. The device was tested at nominal settings and the analysis performed indicated that it exhibited normal device characteristics. The sensitivity test was performed on the device with most sensitive settings and it was able to sense within the product specification. Visual inspection on the feed through pins did not find any anomaly that could contribute to the complaint reported in the field.